Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that a few hours post implant there were several stored untreated episodes and one treated episode due to oversensing of noise. It was thought the noise was related to air. The episodes were sent for review and boston scientific technical services (ts) agreed the appearance seemed to be air related. Ts suggested obtaining x-rays to look for dark shaded areas around the device or proximal electrode along with proper insertion. Ts noted that the shock impedance appears to be good and within range. X-rays were taken and showed the electrode was fully inserted into the header. No electrode issues were observed. Therapy was programmed off in the s-ICD and ts discussed that air typically dissipates within 24 to 36 hours. Ts discussed additional x-ray option to ensure air had dissipated. The s-ICD and electrode remain in service and no additional adverse patient effects were reported. The field representative noted that the clinic has not since followed up regarding this patient and resolution is not available at this time.